Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc) and it said that the ccd unit / camera cable unit were flooded, the camera cable was twisted, and the image malfunction occurred, omsc presumed there was the possibility this phenomenon was attributed to the following causes; -the reported phenomenon might have occurred because the ccd unit / camera cable unit might have failed due to flooding of the ccd unit / camera cable unit. -the reported phenomenon might have occurred because the camera cable might be twisted or broken. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation and confirmed the reported phenomenon. It was found that this image malfunction was occurred by electrical short or corrosion due to water ingress to inside the camera cable with the camera cable break. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus service operation repair center (sorc), that the image of the subject device had noise and was disappeared. The subject device had been returned from the user because the image of the subject device had a problem the occurrence date of the event is unknown. There was no report of patient injury associated with the event.